Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer received a result of "hi" (greater than 600 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting a result of 591 mg/dl. Based on those results, the consumer gave herself with three units of apidra at 9pm in 2007. At 1:00am, the consumer experienced a hypoglycemic event which did not require medical intervention, but did require the spouse to administer 2 shots of glucagon when the consumer started to come around she then drank a glass of juice. The meter and test strips in question will be returned for evaluation.